Event description:
During an observational study for this software a user discovered that, in the patient medications screen, a user can select a medication given to a patien to be documented from a list. But if the enter key is used to select the medication, a separate detail screen may move to the next medication in the list. This may result in the user entering the incorrect medication as given to a patient. A subsequent user review of the medications screen may indicate the original medication was not given to a patient when in fact it was. This may lead to a patient being given a medication a second time.